Manufacturer narrative:
Concomitant medical products: ddmc3d1 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that¿right atrial (ra) lead exhibited possible undersensing on stored¿electrograms (egm) with device classified termination of ongoing atrial arrhythmia. The ra lead remain in use.¿no patient complications have been reported as a result of this event.